Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that 2 groshong piccs experienced a split. One split in the red lumen just below the white butterfly and the other split in the red lumen between the 45 and 44cm marking. Both from the same lot number. The customer advised that she is not aware of any injuries, however one patient did require a new PICC to be inserted. This file addresses the first PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in catheter was confirmed. The product returned for evaluation were two 5fr groshong nxt. The damage observed in the returned samples was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product samples were evaluated, and a split was observed between the 45cm and 44cm depth markings on sample 1, and just distal of the suture wings on sample 2. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). This complaint will be recorded for future trending and monitoring purposes.